Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Subsequently, the customer attempted to load a new cartridge, however experienced resistance while attempting to fill the cartridge with insulin. The customer changed the cartridge and syringe and was able to complete the load process successfully. There was no reported impact to the customer's blood glucose level. The customer has insulin pens and manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. The cartridge septum resistance investigation could not be completed as the cartridge was not returned.